Event description:
After an implantation period of approx. 59 months, oversensing on the ventricular channel was observed. Lead damage was suspected.

Manufacturer narrative:
The returned lead was only available in fragments. It had been cut through 15 cm distal of the df4 connector pin. All parts of the lead were returned for analysis. The returned fragments were examined visually and electrically. Multiple signs of abrasion were found. Especially 15 cm and 7 cm proximal of the tip electrode, the insulation was damaged due to fraying. These damages are with high probability the cause of the interference signals in the right-ventricular channel complained about. The observed damage pattern speaks for a high mechanical load of the lead in the implanted state. Reasons for an increased stress level are difficult to determine without diagnostic images or other information. Imaginable influence factors are the individual anatomy and special physical activities of the patient. In addition, ingrowths or a high degree of slack, which influence the movement of the lead, should be considered. The measurement of the direct-current resistances of the electrical conductors also proved to be unremarkable.

Event description:
After an implantation period of approx. 59 months, oversensing on the ventricular channel was observed. Lead damage was suspected. The lead was explanted.